Event description:
The patient never experienced therapeutic effect. She originally received benefit but the device stopped working. She recently had a programming session and the device worked for a day, but no longer works. The ins was found to be off. Additional information has been requested.

Manufacturer narrative:
Programmer model 3037 (B)(4).